Event description:
It was reported that the insulin pump alarmed and the customer could not rewind the device. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by an error alarm during rewind as a result of a motor encoder signal being out of phase. No motor error alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.